Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cryoablation procedure, the phrenic nerve suddenly stopped capturing. The application was immediately stopped using the double tap technique. Multiple attempts were made to pace the diaphragm again without success. Anesthesia was lightened to a level of spontaneous breathing and it was noted on fluoroscopy that there was no movement in the right diaphragm and normal movement in the left. Forty minutes after phrenic activity was lost, the physician decided to abort the case while the patient was under general anesthesia. The phrenic nerve palsy (pnp) did not recover by the time that the patient left the lab. The patient did not recover from the pnp prior to hospital discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event and balloon catheter, 2af284 with lot 74814, were returned and analyzed. The data files did not show any system notices or issues. Visual inspection of the catheter showed the device was intact with no apparent issues. The catheter passed the performance and electrical integrity tests as per specification; impedance was also within specification. Dissection and pressure testing did not show any leaks or traces of liquid or blood inside the catheter. A known clinical issue was encountered during the procedure. In conclusion, the balloon catheter, 2af284 with lot 74814, passed the returned product inspection as per specification. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.